Event description:
Related manufacturer reference number 1627487-2023-04191. It was reported one of the patient's leads had migrated and one of the patient's leads had fractured. As such, the existing leads were explanted and replaced to address the issues. The investigation did not determine which lead had fractured or which lead had migrated.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.